Event description:
The customer sent an email for assistance in downloading the insulin pump. The customer stated that there was an unexplained delivery of insulin during the night, which resulted in a loss of consciousness and a hospitalization. The customer was advised to call for troubleshooting and assistance in downloading the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please also see MFR report number 2032227-2010-82584.